Manufacturer narrative:
Correction made to product brand name.

Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Correction made to device problem code grid.